Event description:
IT WAS REPORTED THAT THE PATIENT HAD AN ISSUE WITH THE SPINAL CORD STIMULATION (SCS) IMPLANTABLE PULSE GENERATOR (IPG) SHUTTING DOWN AND NOT ABLE TO BE RECHARGED OR TURNED BACK ON. THE ISSUE STARTED OCCURRING ABOUT FOUR MONTHS AGO. THE PATIENT ALSO REPORTED HAVING UNDERGONE SURGERIES SINCE 2024. HOWEVER, IT IS UNKNOWN IF THESE SURGERIES WERE DEVICE OR STIMULATION RELATED. THE PATIENT UNDERWENT A REVISION PROCEDURE TO EXPLANT AND REPLACE THE IPG. THE ISSUE HAS BEEN RESOLVED AND THE PATIENT HAS FULLY RECOVERED. IT WAS NOTED THAT THERE WERE NO PATIENT COMPLICATIONS.

Event description:
It was reported that the patient had an issue with the spinal cord stimulation (SCS) implantable pulse generator (IPG) shutting down and not able to be recharged or turned back on. The issue started occurring about four months ago. The patient also reported having undergone surgeries since 2024. However, it is unknown if these surgeries were device or stimulation related. The patient underwent a revision procedure to explant and replace the IPG. The issue has been resolved and the patient has fully recovered. It was noted that there were no patient complications.

Manufacturer narrative:
A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. The returned IPG was analyzed and it would not charge despite multiple charging attempts. Communication could not be established with a known good remote control or clinician programmer. Therefore, the data logs could not be retrieved or analyzed, and functional testing could not be performed. The IPG was then cut open, and internal electrical measurements revealed excessive sleep current and low resistance of a node where high resistance was expected, which confirms that the application-specific integrated circuit (ASIC) chip is damaged. This damage is typically caused by the IPG exposure to external high voltage/high current transient sources. The available information did not confirm a specific exposure source. A labeling review was performed and it did not reveal any anomalies as it states medical therapies or procedures such as lithotripsy, electrocautery, external defibrillation, radiation therapy, ultrasonic scanning, and high-output ultrasound may turn stimulation off or may cause permanent damage to the stimulator. X-ray and CT scans may damage the stimulator if stimulation is on. X-ray and CT scans are unlikely to damage the stimulator if stimulation is turned off. Labeling also states that stimulators can fail at any time due to random component failure, loss of battery functionality, or lead breakage. If the device stops working even after complete charging (up to four hours), patients should turn off the stimulator and contact their healthcare provider so that the system can be evaluated. The allegation that the IPG was unable to be recharged or turned on was confirmed. Evaluation of the returned device identified internal damage to the ASIC, evidenced by excessive sleep current and abnormal electrical measurements. This failure mode is consistent with exposure of the IPG to external high voltage/high current transient sources; however, the available information did not confirm a specific exposure source, medical procedure, or external event that caused or contributed to the ASIC damage. Based on the available information, a definitive cause for the confirmed ASIC damage could not be established.A review of the WAVEWRITER ALPHA 32 IPG was completed and confirmed that the event of difficult to charge IPG was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product.